Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with another episode of far-r wave oversensing. The issue was noted before and programming changes were made still, the issue was not resolved. Additional programming changes were made.